Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Not returned for evaluation.

Event description:
It was reported that during a surgical procedure, the surgeon placed the e-sep pen on the patient¿s stomach and the patient received a first degree burn, 1cm in length, antibiotic ointment was used to treat the burn. It was also reported that there no adverse consequences as a result of this event. It was further reported that there was a fifteen minute delay and the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the surgeon placed the e-sep pen on the patient¿s stomach and the patient received a first degree burn, 1cm in length, antibiotic ointment was used to treat the burn. It was also reported that there no adverse consequences as a result of this event. It was further reported that there was a fifteen minute delay and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.